Manufacturer narrative:
The field service engineer found a nozzle to be loose and misadjusted. The nozzle was tightened and adjusted. The na electrode was replaced. Precision studies were performed and these passed. The customer ran successful calibration and controls. The last calibration performed on (B)(6) 2020 was ok. Quality controls were within range, showing no indication of a reagent or instrument issue. Upon review of the alarm trace, abnormal aspiration alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. An aliquot of the sample was initially processed on a modular pre-analytics system and then was tested twice on the cobas 8000 ise module. The primary tube of the sample was then repeated on a second analyzer. The repeat values from the second analyzer were believed to be correct. The aliquot of the sample initially resulted with an na value of 130 mmol/l and repeated as 172 mmol/l. The primary tube of the sample was repeated on a second analyzer, resulting with an na value of 142 mmol/l. The aliquot of the sample initially resulted with a k value of 3.3 mmol/l and repeated as 4.5 mmol/l. The primary tube of the sample was repeated on a second analyzer, resulting with a k value of 3.6 mmol/l. The aliquot of the sample initially resulted with a cl value of 112 mmol/l and repeated as 76 mmol/l. The primary tube of the sample was repeated on a second analyzer, resulting with a cl value of 102 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.